Event description:
Per the clinic, the patient discontinued use of the device due to unknown reasons. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on october 23, 2015.